Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect c16000 analyzer generated a falsely elevated sodium result for one patient sample. The analyzer generated an initial sodium result of 198 and a repeat result of 140. The falsely elevated sodium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer had reported controls out of range for multiple assays including sodium two days prior to this complaint. In response to that issue, the poppett valves were replaced. It cannot be determined based on the available information if this issue was a factor in the current complaint. No adverse trends were identified for the c16000. Labeling was reviewed and found to be adequate. No product deficiency was identified.